Manufacturer narrative:
A review of lot file b314 was performed. There were no nonconformances or alarms associated with this event type reported. This lot met all release requirements. A review of complaints received for lot b314 was performed. There was (B)(4) other complaint reported for leak/spill to date for this lot. No trends detected. Service order (B)(4)feedback: field engineer cleaned blood stain on pressure transducers, pump heads, and deck surface, checked function of pressure transducers and pumps, and ran section 7 system checkouts through. Instrument has been verified to operate as expected. This assessment is based on the information available at the time of the investigation. No kit was returned by the customer. Therefore, no root cause could be determined based solely on the information provided by the customer. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
The customer reported a blood leak on pump deck. Name of complainant: same as reporter. Customer called to report blood leaking on to the pump deck. Customer stated that at 200 mls whole blood processed, she came to check patient's access line when she observed blood on the pump deck of the instrument. Customer stated she stopped the procedure and aborted the procedure. Customer did not return any blood/products to patient. Cts asked customer if there were any alarms during prime. Customer stated no, there were no alarms during prime. Cts asked if there were any alarms prior the blood leak observed on the pump deck, customer stated no there were no alarms. Service order# (B)(4) will be dispatched for instrument inspection. The customer did not return the kit or smart card for investigation.